Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor detached while she was sleeping after 1 day of wear. Customer further reported that she experienced a panic attack, shaking, feeling very cold, and "skin crawling" and was incapable of self-treating so her son treated her with oral glucose. The next morning, customer had contact with an hcp, however no additional treatment was provided. There was no report of death or permanent injury associated with this event.